Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) needed repair. It was indicated that the upper case had a broken boss, the battery drawer was sticky, and the main seal and a display wire were pinched. It was also indicated that the encoder assembly, encoder assembly nuts, and knobs were contaminated. The epg was repaired and returned to service. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned with a request to repair, analyze, and calibrate. There was no patient involvement.